Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: 1221934-2017-10244.

Event description:
The affiliate reported via email, during surgery the end of the implants (healix peek) broke down. The procedure was completed with same like product. Additional information received via email from the affiliate on 5-10-17 type of procedure was shoulder. An awl was used to prepare the bone hole. The insertion was not off axis. The fragments were removed from the patient. Another healix peek anchor was used to complete the procedure. The original bone hole was used to complete the procedure. There were no delays, as long as it took to open another implant. There were no patient consequences. Additional information received via email from the affiliate on 5-16-17 the threads on the anchor were not the failure. The tip of both anchors broke off. Everything was removed from the patient.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).